Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged headaches, sore throat, dry mouth, itchy eyes, ears feel like water is in them, sinus infection. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.